Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 09/06/2023. An investigation was conducted on 09/07/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the returned btt. A visible oblong cut was observed through the silicone balloon of the btt. A mechanical evaluation was conducted. An inflation test was conducted. The btt would not inflate due to the cut on the btt balloon. No other visual defects were observed. Based on the returned condition of the device and investigation results, the reported failure "material rupture" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000330770 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2balloon on blunt tip trocar popped. The balloon was inflated with 20-25 cc's of air. Blunt tip trocar left in place, removed at end of vessel harvesting procedure. There was no patient injury, no delay in case, case completed without any interruption or delay.